Event description:
Olympus received a medwatch report, which stated: "during a laparoscopic supracervical hysterectomy procedure, the tip of the sonosurg device (instrument) broke off in patient. All pieces were retrieved and isolated. An x-ray was taken to assure that no additional pieces were retained. There was no adverse outcome to the patient."

Manufacturer narrative:
Olympus follow-up with the user facility to obtain additional information regarding this report but only limited information was provided. The user facility reported that the device had been used only twice, and the reporter did not know how the fragments had been removed from the patient. The device referenced in this report was not returned to olympus for evaluation, however the department at the user facility which reportedly had the device indicated that the device may be returned. If significant and additional relevant information becomes available at a later time, this report will be supplemented. The manufacturing records for the device were reviewed, and no problems noted. The cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.